Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) delivered an inappropriate shock due to noise and oversensing. The lead measurements are all stable and within normal limits.